Event description:
A home patient (hp) reported that he was in the hospital due to surgery to have his catheter replaced. The pt stated there was no infection or adverse event; he simply was having flow problems. The pt stated he had not been able to fill/drain normally since his first catheter. After the first surgery, he has had lots of problems with his catheters. He stated he believed he's dealing with scar tissue since the replacements have not been working well. The pt reported he has had no pain with therapy and understood fill/drain parameters to avoid any overfills. Neither pt nor clinic had product info for the catheter. There was no injury or medical intervention reported. No additional info is available at this time.